Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek xs pro meter serial number (B)(4). The result from meter was 4.1 inr. The result from the laboratory was 2.8 inr. The laboratory method was not known. There was no allegation of an adverse event. The patient's therapeutic range was 2 to 3 inr.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 330460) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.